Manufacturer narrative:
The pump was received with keypad unresponsive. Pump was monitored with no stuck key alarm or button error alarm noted. Unable to perform the displacement test and self test due to no button response. Using a test keypad, the pump responded properly to button presses. History download was successful using thus when using a test keypad. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and keypad assembly noted. Keypad unresponsive, problem isolated to the keypad assembly. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, stained keypad overlay, and keypad overlay texture damage. The test p-cap and reservoir does lock in place in the reservoir compartment. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 29-jul-2023 in the pump history file. 07/27/2023 04:43:00.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). 07/27/2023 14:14:00.000 alarmalertnotification (40), faultnumber: changebatteryfault (73). 07/27/2023 14:28:40.000 batteryremoved (55). 07/27/2023 14:28:40.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 07/27/2023 14:28:50.000 batteryinserted (44). 07/29/2023 21:04:01.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 07/29/2023 23:33:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 07/29/2023 23:43:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 07/29/2023 23:44:10.000 batteryremoved (55). 07/29/2023 23:44:10.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 07/29/2023 23:54:00.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 07/29/2023 23:55:03.000 alarmalertnotification (40), faultnumber: postresetramcrcalarm (23). Earliest power data available per the power management tool/detail trace file is on 7/28/2023 2:07:56 am. There was no power data available for the date of 07/27/2023. Unable to check power data for low battery alert or change battery fault (73). Pump error 23 was expected due to the pump reset. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Low battery alert (104) unknown. Change battery fault (73) unknown. Lost sensor alert (780) not confirmed. Pump error 23 not confirmed. Keypad unresponsive confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump buttons are unresponsive. Troubleshooting was performed and found that the pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.